Event description:
It was reported that prior to use of the cardioblate pen, the device could not irrigate as it was unable to connect with the saline solution or be pushed by the cylinder. The device was replaced. There was no patient involved. Medtronic received additional information that the device was not connected when the issue was observed. After the issue was observed, the device was checked and it was connected, to check the overall status of the system. An error code was not listed on the generator. A low impedance error was not observed. Medtronic received additional information via analysis of the returned device that there was a blockage/flow issue with the device.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of damage to device or connector pins. Additional visual inspection showed saline residue in the tubing. There was no saline flow observed from the distal tip when the device was attached to a syringe filled with deionized water. The device was cut apart and there was evidence of a blockage over the flow restrictor. The reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d4: unique identifier (UDI) # format updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.